Manufacturer narrative:
E1: patient city: (B)(6) . Patient country:united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event on (B)(6) 2025 where packaging was not sealed properly, misshaped or sterile packaging not intact. No further information available.